Event description:
A vaxcel pasv port was implanted for the infusion of therapeutic medication. On a separate occasion, it was noted that a leak had developed proximal to the port collar. The port was removed and another device was placed at a later date.